Event description:
The account alleged that the brakes would engage on the foot end of the stretcher but would not hold at the head end. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.